Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
Our foreign consignee reported, the roller pump displayed an "overspeed" error message although the roller pump was not rotating. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.